Event description:
Customer complained the needle did not retract. Bd (B)(4) received 2 used samples and confirmed only one sample's needle did not retract. Only one used sample was sent.

Manufacturer narrative:
Htl received one defective lancet with the claim of no retraction of the needle. Inspection and evaluation of the lancet revealed that the needle was too long causing the needle to the exposed after activation. Htl tested the retained sample of lancets from lot number r9c72v2. These tests did not confirm the failure.